Event description:
A journal article was reviewed which contained information regarding this lead. Information obtained through follow up with the author/physician indicated that the right ventricular (rv) lead showed increased threshold measurements as the pocket infection worsened. The lead was removed. The infection was treated. The left ventricular (lv) lead had shown an exit-block directly after implant and was explanted and replaced as well. Follow up visit indicated that all replacement lead measurements were "stable." No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "rescue of an epicardial left ventricular pacing lead without explantation in a patient with crt-d pocket infection: mission possible." Herzschrittmacherther. Elektrophysiol. June 1 2012;23(2):128-130.